Event description:
Pt called lfs on 9/4/2003 alleging the meter would not power on when a test strip was inserted. The pt reported no high or low blood glucose symptoms while attempting to test. The issue was not resolved with troubleshooting. No further info has been reported.